Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was bloated to 9 gb. A technical support specialist (tss) dialed into the station and performed a manual database shrink using structured query language (sql), which reduced the database size to 5.9 gb. In another case tss performed a full sync with database drop and repair, reducing the issue, and data was confirmed as current with no pending transactions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, current patient profiles were not visible on the device, and only temporary patients appeared. No error messages were displayed. Patients were visible in global patient search (ephi). The customer rebooted the device; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.